Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: when connecting the pressure plate of orvil, there was no audible feedback and the anvil did not flip up to 90 degrees. With difficulty and force, the instrument could be closed and fired. The doctor used another instrument was used and the procedure was completed. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue damage.